Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
The customer reported that a 44#1 125mm stem was implanted instead of a 44#1 150mm stem. The customer has reported that the appearance / content of the labelling for the 125mm short stem does not differentiate it sufficiently from the 150mm stem and as such has potential to cause confusion. The sales representative reported that the hospital purchases both lengths of stem, although the shorter length is not used by all surgeons and there was not universal awareness amongst staff that both types of device were available in the hospital. She further reported that normally the short stems are stored in a different part of theatre to the conventional stems and that in this instance the short stem had been stored in the incorrect location. The implants are usually checked by the runner, the scrub nurse and the surgeon. The sales representative reported that in this instance the runner and the scrub nurse did not check the length and although the surgeon did check the implant immediately prior to implantation, he did not check the length as he was not aware a shorter length might be available. The error was noted when the surgeon was writing up notes after the procedure.

Manufacturer narrative:
An event regarding incorrect selection involving an exeter stem was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. Medical records received and evaluation: no information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no similar other events for the reported lot. Conclusions: the event reported that a 44#1 125mm stem was implanted instead of a 44#1 150mm stem. The customer has reported that the appearance / content of the labeling for the 125mm short stem does not differentiate it sufficiently from the 150mm stem and as such has potential to cause confusion. A review of the product label noted that the stem length of 125mm is clearly stated. No further investigation is required at this time. If additional information becomes available or devices are returned this investigation will be reopened.

Event description:
The customer reported that a 44#1 125mm stem was implanted instead of a 44#1 150mm stem. The customer has reported that the appearance / content of the labelling for the 125mm short stem does not differentiate it sufficiently from the 150mm stem and as such has potential to cause confusion. The sales representative reported that the hospital purchases both lengths of stem, although the shorter length is not used by all surgeons and there was not universal awareness amongst staff that both types of device were available in the hospital. She further reported that normally the short stems are stored in a different part of theatre to the conventional stems and that in this instance the short stem had been stored in the incorrect location. The implants are usually checked by the runner, the scrub nurse and the surgeon. The sales representative reported that in this instance the runner and the scrub nurse did not check the length and although the surgeon did check the implant immediately prior to implantation, he did not check the length as he was not aware a shorter length might be available. The error was noted when the surgeon was writing up notes after the procedure.